Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000436 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and after the device was inserted into the patient's body, the hemostatic valve was discovered to be loose. No other damages were identified. No air entered the patient's body. Vizigo short was replaced with another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 7-feb-2025, bwi received additional information regarding the loose hemostatic valve. The valve was not dislodged inside of or outside of the hub. No damages or detachments were noted with the brim cap or hub either. No air entered the patient's body. No blood return was observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).